Manufacturer narrative:
The explanation proof was not provided device is still considered implanted since only the explant date was provided before the surgery. Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, lump nodule and granuloma.

Event description:
Healthcare professional reported right side "implant shows a subcapsular hypointense line and an inverted teardrop sign characteristic of intracapsular rupture","the breast parenchyma is predominantly fibroglandular, with nodules of clear contours, hyperintense in t2 of less than 8 mm in both breasts", and "there are nodular images with silicone intensity in silicone sequence only compatible with siliconomas, the dominant one in the inferior region of approximately 50 mm of extension." Device remains implanted.